Event description:
It was reported the right atrial (ra) lead exhibited impedance less than 200 ohms, loss of p-wave sensing and loss of capture at high outputs. The ra lead was reprogrammed to a unipolar pace/sense setting and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m-58, lead, implanted: (B)(6) 1991. (B)(4).